Manufacturer narrative:
G4:18feb2021. B4:10mar2021. The replaced front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the nav ring is not responding. The customer contacted product support and requested for service repair. The field service engineer (fse) to call and schedule repair. The customer reported that the unit was in use on a patient , but there was no patient harm reported.

Manufacturer narrative:
G4:29mar2021 b4:(B)(6)2021 there was no patient involvement. The biomedical engineer confirmed the issue was discovered during routine maintenance. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.